Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Health effect clinical code: 4581 -significant reduction of irido-corneal angle. Medical device problem code - 1494: off-label use (acd < 3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -3.0/1.5/028 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports excessive vaulting and significant reduction of irido-corneal angles in the patient. On (B)(6) 2023 the lens was explanted and the problem was reported as not resolved. Additionally it was noted "patient wears rimmed glasses". The cause of the event was reported as unknown.